Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on sensor patch. Performed a visual inspection on the plug assembly, and no failure modes were observed. The sensor data was extracted successfully and the sensor was found to be in sensor state 5 with event logs 3 and 4 an indication of normal termination of the sensor without any error. Attempted communication between returned sensor and known good reader was successful, and no scan timeout error message was observed. An extended investigation was conducted. Performed visual inspection on returned sensor and observed no physical damage. The communication between returned sensor and known good reader is an indication that there was no issue with the returned sensor. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. If the reported reader is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced sweating, ¿falling asleep¿ and was unable to self-treat, requiring treatment of sugar water by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number was not provided for the reader. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader; no trends were identified that would indicate any product related issues. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced sweating, ¿falling asleep¿ and was unable to self-treat, requiring treatment of sugar water by a third-party. There was no report of death or permanent impairment associated with this event.